Event description:
It was reported that the customer received no delivery alarms on the insulin pump. She had not noticed any kinks in the cannula. It was also stated that the customer's sensor readings were about 100 mg/dl points off from her blood glucose. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.